Event description:
Patient transported from ed to ICU on a v-60 bipap machine. During transport, bipap said "vent inop" and shut off completely. Patient placed on oxygen immediately while rt went ot get another bipap. Phillips field service rep notified. Phillips technician on site to evaluate device and repaired defect, that was known defect to the MFR. (Mc cable). Dates of use: 2.5 hrs.